Manufacturer narrative:
Additional information: a company clinical analyst reviewed this case and stated the following: ¿a customer reported that the system was losing suction. Additional information noted that during the sculpt mode, while operating on a dense cataract, the system was not making the normal sound that it usually makes in this mode. The surgeon was able to make shallow grooves but it took a while. The nurse crimped the tubing and pressed on the pedal. The vacuum power did not increase like it normally would. The phaco handpiece and phaco tip were changed, but this did not resolve the issue. The system was switched out to complete the case. There was no patient harm.¿ the customer called the company representative to assist with troubleshooting. The customer the confirmed the system was functioning as intended and no further servicing was needed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 23, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the console was loosing suction. Additional information was provided indicating during the sculpt mode, while operating on a dense cataract, the system was not making the normal sound that it usually makes in this mode. The surgeon was able to make shallow grooves but it took a while. The nurse crimped the tubing and pressed on the pedal. The vacuum power did not increase like it normally would. The phaco handpiece and phaco tip were changed, but this did not resolve the issue. Subsequently, the system was switched out to complete the case. There was no patient harm.